Event description:
The customer reported being hospitalized due to low blood glucose of 21mg/dl. The customer believes that she over bolused while changing the infusion set. Troubleshooting was performed. Reviewed the programming and found that the basal rates have been adjusted since the event. The caller stated that the device was not exposed to high magnetic field. The customer stated that the doctor recommended having the device replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.